Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the bolus listed on the event date 31-aug-2023 in the pump history file (primary svn: (B)(6). On (B)(6) 2023 17:19:21.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 120000 (12 u). Bolus amount delivered: 120000 (12 u). Please see below for the daily total of all insulin delivered on the event date 31-aug-2023 in the pump history file (primary svn: (B)(6). On (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection start time: 08/31/2023 00:00:00.000. Daily total of all insulin delivered: 422000 (42.2 u). Daily total of basal insulin delivered: 302000 (30.2 u). Daily total of bolus insulin delivered: 120000 (12 u). There was no auto suspend (12) alarm noted in the pump history file (primary svn: (B)(6). There was no user suspended (2) alarm noted on the event date 31-aug-2023 in the pump history file (primary svn: (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 31-aug-2023 in the pump history file (primary svn: (B)(6). On (B)(6) 2023 22:03:00.000 alarm alert notification (40). Fault number: no delivery (7) during bolus. On (B)(6) 2023 22:04:46.000 alarm alert notification (40). Fault number: no delivery (7) during bolus. On (B)(6) 2023 18:11:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 21:26:21.000 battery removed (55). On (B)(6) 2023 21:26:21.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 21:26:41.000 battery inserted (44). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 10:15:57 am. There was no power data available for the date on (B)(6) 2023. Unable to check power data for low battery alert. No delivery (7) alarm not confirmed. Low battery alert (104) unknown. Please see below for the boluses listed on the event date 28-sep-2023 on svn: (B)(6). On (B)(6) 2023 08:24:55.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). On (B)(6) 2023 09:41:53.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 40000 (4 u). Bolus amount delivered: 40000 (4 u). On (B)(6) 2023 12:47:47.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). On (B)(6) 2023 18:49:37.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 42000 (4.2 u). Bolus amount delivered: 42000 (4.2 u). On (B)(6) 2023 19:52:51.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 53000 (5.3 u). Bolus amount delivered: 53000 (5.3 u). Please see below for the daily total of all insulin delivered on the event date 28-sep-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 390500 (39.05 u). Daily total of basal insulin delivered: 215500 (21.55 u). Daily total of bolus insulin delivered: 175000 (17.5 u). There was no auto suspend (12) alarm noted in the pump history file on svn: (B)(6). There was no user suspended (2) alarm noted on the event date 28-sep-2023 on svn: (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 28-sep-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 14:29:00.000 alarm alert notification (40). Fault number: low battery alert (104) on (B)(6) 2023 23:24:34.000 battery removed (55). On (B)(6) 2023 23:24:34.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 23:24:47.000 battery inserted (44). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 10:15:57 am. There was no power data available for the date on (B)(6) 2023. Unable to check power data for low battery alert. Low battery alert (104) unknown. Please see below for the boluses listed on the event date 29-sep-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 09:40:21.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 28000 (2.8 u). Bolus amount delivered: 28000 (2.8 u). On (B)(6) 2023 14:20:55.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 30000 (3 u). Bolus amount delivered: 30000 (3 u). On (B)(6) 2023 21:27:15.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 40000 (4 u). Bolus amount delivered: 40000 (4 u). On (B)(6) 2023 22:17:43.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 49000 (4.9 u). Bolus amount delivered: 49000 (4.9 u). On (B)(6) 2023 23:35:43.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 70000 (7 u). Bolus amount delivered: 70000 (7 u). Please see below for the daily total of all insulin delivered on the event date 29-sep-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 00:00:00.000 daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 433000 (43.3 u). Daily total of basal insulin delivered: 216000 (21.6 u). Daily total of bolus insulin delivered: 217000 (21.7 u). There was no auto suspend (12) alarm noted in the pump history file on svn: (B)(6). There was no user suspended (2) alarm noted on the event date 29-sep-2023 in the pump history file on svn: (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 29-sep-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 14:29:00.000 alarm alert notification (40). Fault number: low battery alert (104). On (B)(6) 2023 23:24:34.000 battery removed (55). On (B)(6) 2023 23:24:34.000 alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 23:24:47.000 battery inserted (44). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 10:15:57 am. There was no power data available for the event date of 09/25/2023. Unable to check power data for low battery alert. Low battery alert (104) unknown. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 20 mg/dl. Troubleshooting was performed and found that the customer was taken to the emergency room, hospitalized for 3 nights, and was given an IV drip. The customer was using the insulin pump within 48 hours of the reported event and the auto-mode feature was not active. The customer was alleging that the pump was over-delivering as the blood glucose kept going down. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.